Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for low pacing impedance. The rv lead was tested, everything appeared normal, and the alert was cleared. The rv lead remains in use. No patient complications have been reported as a result of this event.